Manufacturer narrative:
Visual inspection performed by r&d manager: the outer chamfer of the liner shows circular scratches on the thin side of the liner that may have been caused by friction with the scapular neck. It is not possible to determine whether any early impingement may have led to instability phenomena and therefore to joint luxation. In addition, the glenosphere has a partial discoloration on the articular surface, likely due to friction with the humeral metaphysis after joint luxation. No action is suggested.

Manufacturer narrative:
Batch review performed on 03-nov-2023: lot 2240240: 60 items manufactured and released on 28-nov-2022. Expiration date: 2027-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved batch review performed on 03-nov-2023: review for reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2217118: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-20. No anomalies found related to the problem. To date, 55 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation: revision 7 months after index surgery rsa due to joint luxation. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. From the radiographic images no additional info can be found. No further conclusion can be drawn with the elements at hand.

Event description:
Revision surgery due to joint luxation, at about 7 months after primary. The surgery has been completed successfully revising the liner and the glenosphere.